Event description:
Litigation papers alleged: excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2011 plaintiff's preliminary disclosure form was received. There is no new information that would change the outcome of the investigation.